Manufacturer narrative:
Pending evaluation.

Event description:
Revision - reason not reported.

Manufacturer narrative:
Pending evaluation. Updated with new information.

Event description:
Index surgery (B)(6) 2013. Revision due to periprosthetic fracture.

Manufacturer narrative:
The engineering evaluation noted that the revision was likely the result of the "periprosthetic" bone fracture. The metallosis discovered upon opening the joint was likely the result of femoral neck - acetabular cup impingement secondary to the combination of external rotation and extension of the femur, cup position, reduced offset femoral stem, and the -3.5mm femoral head, which made such an impingement biomechanically possible.

Event description:
Index surgery (B)(6) 2013. Revision due to periprosthetic fracture.